Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stomach resection in totally laparoscopic distal gastrectomy, first reload was set up and operator tried to fire, but as soon as the firing button was pushed, stapling was stopped with no signal in oled display. A second reload was used but the same issue happened. A third reload was unpacked and it worked well and fired successfully. When the sales rep checked the two reloads that failed, there were trace of pre-firing in the proximal part of cartridge, but staples were not fired fully and not implanted on tissue at all. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. Staples were protruding from proximal staple cartridge channels of each reload. There was a visible gap between I-beam and the sled while the interlock was engaged. Functionally, the reloads were loaded into a representative instrument and were partially cycled to investigate the gap between the sled and I-beam. The interlocks of the reloads were overridden and the reloads were applied to test media. All staples were placed and test media was cleanly transected. The interlocks were tested and found to function properly. It was reported that the device did not fire and the staples released prematurely from the device. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "the safety interlock feature will engage and prevent the reload from firing a second time." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.